Event description:
A malfunction was reported on the pump while the caller was loading a cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. After resetting the pump, the malfunction code did not recur, and the customer was advised that they could continue using the pump. Technical support instructed the caller to report back if the issue happened again, and the caller acknowledged and understood these instructions.